Event description:
Per the clinic, the patient experienced irritation at the incisional site. Subsequently, the patient underwent a procedure (B)(6) 2015 where an incision was made and the site was cleaned. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.